Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and experienced unknown side breast implant rupture postoperatively. The rupture was diagnosed on the routine mammogram. As a result, the device was explanted on (B)(6) 2021. The serial number is either (B)(4) (left), or (B)(4) (right). Supplemental report will be submitted when the information is received.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the impacted ruptured side is right, and left was intact. Field d4 for serial number has been updated to (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 11, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The paperwork received with the device indicated that the date of explant was on (B)(6) 2021. Hence, fields d6b have been updated to on (B)(6) 2021. On february 18, 2022, mentor became aware that fields d7a (is this a single-use device?), and d8 (was this device serviced by 3rd party?) Were mistakenly left blank under the previous initial submission. The fields have been correctly updated to "no" on this form. Manufacturer¿s reference number: (B)(4) fields d7a (is this a single-use device?), and d8 (was this device serviced by 3rd party?)

Manufacturer narrative:
On february 22, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be ruptured and received in two parts. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-6727447). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the replacement devices used were catalog number 3504004bc; serial number (B)(6) on the left side, and catalog number 3504254bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).